Manufacturer narrative:
The customer reported problem was confirmed. Visual inspection the service technician noted that they replaced error code 800.8000 found repeating in error logs. "Reflashed" software in order to resolve issue. The proximate cause of the reported issue was due to an 800.8000 error code caused by an invalid software application. A review of the device history record for s/n (B)(4) was performed from 3/15/2016 to 8/26/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device experienced error codes/messages.